Event description:
Meter continues to read "hi". Customer tested on different people in the family and the results were all "hi".

Event description:
Needles seem to be clogged.

Manufacturer narrative:
Pen needles underwent visual testing, clog testing, and pen needle attachment status testing. No malfunction due to clogging was detected. Pen needles are functioning as they should.